Event description:
The patient stood up at the bedside with the certified nursing assistant (cna) to transfer to a chair. When the patient stood up at the bedside, the foley catheter fell out. The tip was intact with a deflated bulb. Cna had foley catheter with tubing held securely. No trauma or pulling of the catheter with activity. Patient denies pain and no bleeding noted.